Manufacturer narrative:
Device analysis: the amplatzer muscular vsd occluder was returned to aga medical in its original configuration. During decontamination, the device's thread on the distal disc was inadvertently damaged. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 8f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Image review: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the migration remains unknown.

Event description:
According to the initial information received, a 12mm amplatzer muscular vsd (muscvsd) was attempted but found to be too small for the patient's defect. Instead, a 16mm muscvsd was successfully implanted in the (B)(6) patient's defect on (B)(6) 2011. The defect was sized using an echocardiogram and measured 8 x 12mm with adequate rims. On (B)(6) 2011, a follow-up echocardiogram revealed that the muscvsd had migrated into the left ventricle. The patient was sent to surgery to have the device removed via a periventricular approach by snaring the device. Instead, a pa band was placed to ligate the defect and the patient was referred back to the (B)(6) intensive care unit in stable condition.

Manufacturer narrative:
Additional information was requested (B)(6) and (B)(6). If further information becomes available, a supplemental report will be submitted.